Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve procedure, only moderate central regurgitation was observed. The leak observed five days following the valve implant was concluded to be moderate paravalvular leak (pvl) which remained and no treatment was reported.

Manufacturer narrative:
Update data: h6 - method, result and conclusion codes conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Prosthetic valve dysfunction (i.e. Regurgitation) is a known potential adverse effect per the instructions for use (IFU); it can be due to fracture of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; leaks; mal-sizing (prosthesis-patient mismatch); and a number of others. Transesophageal echocardiogram (tee) video clips provided for image review. No dicom images provided. Posterior pvl appears mild to moderate. No central aortic insufficiency seen. The scan plane on the short axis atrioventricular (av) view provided appears to be supra-annular. Imaging plane should be at annular level to assist with pvl quantification. Possible impinged leaflet (left coronary cusp (lcc)) seen. The results of the image review confirmed that pvl was observed. However, with the limited information available, the failure mechanism of the device cannot be established and the conclusive cause of the reported regurgitation, pvl, leaflet issues, and frame expansion cannot be determined. In this case, it was reported that the surgical valve, likely due to calcification or some other material that was created there over time, was preventing complete expansion of the transcatheter bioprosthetic valve, causing the leaflets to not coapt perfectly. The potential cause was noted could be the degenerative state of the previous surgical valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 23 millimeter (mm) transcatheter bioprosthetic valve, into a patient with a degenerated non-medtronic surgical valve, there was good expansion noted. However, when releasing the valve, a moderate central p aravalvular leak (pvl) was observed, without handling any material inside the valve. Echocardiogram was used for evaluation and it was suspected that the right coronary leaflet was having difficulty closing, causing vibration by the echocardiogram image. It was observed in the initial echocardiogram that the non-medtronic surgical valve had the same behavior, suspecting venturi movement. This was confirmed and there was also suspicion that the leaflet was not working. Valve leaflet impingement was noted in the direct coronary leaflet. Post dilation was performed, which did not alter the result. Of note, the patient remained stable with good hemodynamics and the moderate aortic insufficiency had no hemodynamic repercussions or symptoms in the patient.  The decision was made to not implant a second valve. Five days following the valve implant procedure, an additional ultrasound was performed with a new sonographer and it was diagnosed that the leak was between the surgical valve and the transcatheter bioprosthetic valve with no central leak observed. It was thought that the surgical valve, likely due to calcification or some other material that was created there over time, was preventing complete expansion of the transcatheter bioprosthetic valve, causing the leaflets to not coapt perfectly. The cause was noted to be the degenerative state of the previous surgical valve. A plan was made to observe as there was no product failure noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.